Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011. During the procedure, when the scrub nurse attempted to remove the sheath from the trocar, the nurse sustained a needle stick injury. The drain was not placed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.